Event description:
This report is based on information provided by the authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was sparking of the electrode piece. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the asp, during which waster was found near the device. It was determined that the sparking was caused by the water found at the device. The water was dried up by the customer and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was attributed to the water found at the site. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It was determined that the sparking was caused by the water found at the device. The water was dried up by the customer and the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.